Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the broken glass on tower door. A field service engineer installed a new door to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a broken glass on tower door. Customer confirmed that the malfunction occurred when user trying to issue medication to patient by jamming the other door and also no delay in issuing medication to patient. There were no adverse events or injuries reported based on this event.